Event description:
Information received from the field does not address the patient's clinical status but notes that the device went to the prog rammed maximum rate. The sensor was re-adapted and the device functioned appropriately.~~~